Event description:
It was reported that the customer was hospitalized due to a non diabetic related issues. Customer also received a battery out limit alert and stated that the batteries were out of the insulin pump greater than the duration allowed. Customer experienced high blood glucose readings of 352 mg/dl and has treated with a manual injection. Troubleshooting was performed and the drive support cap was noted to be loose. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.